Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2022. Blood glucose reading was 300 mg/dl at time of event. Customer current blood glucose was 267 mg/dl. Customer reported that they had a pump error alarm and insulin flow block alarm. Customer was treated with intravenous insulin drip in hospital. Auto mode was active at time of event. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with pillowing keypad overlay during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review in the insulin pump history found no insulin flow blocked alarm on event date 04/03/2022. However, on (B)(6) /2022, found one insulin flow blocked alarm in the insulin pump history at 10:52:20 during a bolus delivery. Also, found multiple pump error 43 alarm in the insulin pump history on (B)(6) 2022 at 19:48:10, 19:56:36, 20:06:50, 20:17:31 and 20:19:29 all during a basal deliveries. Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at (B)(4) inches. Insulin pump was cut open to perform visual inspection and found no moisture or component damage on the electronics and force sensor; however, found moisture damage on the motor assembly noted. The force sensor offset measured (23.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, insulin pump passed all required testing. Unable to verify customer alleged for dka. Customer alleged for insulin flow blocked alarm not confirmed. The force sensor is within specification and the motor functioning properly. However, insulin pump error 43 alarm confirmed during basal deliveries, not rewind according to the insulin pump history download due to moisture found in the motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.